Event description:
It was reported that the 9900 system intermittently has a motion error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe was calibrated. The remote user interface was repaired. The joystick and keypanel were replaced during the service call. The system was tested and found to be working as intended and put back into service.